Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact on the customer's blood glucose level. Technical support provided instructions to reset the pump, assisted the caller with the reset, and confirmed that the malfunction code did not recur. Customer was advised to continue using the pump and to call back if the malfunction code recurs, which the caller understood and acknowledged.